Event description:
The customer reported a malfunction on the pump, which caused their blood glucose level to rise significantly to 550 mg/dl. The customer managed the high blood glucose level by using a correction injection via mdi and did not require assistance from a third party. Technical support planned to replace the pump, advising the customer to use mdi as backup therapy to ensure insulin delivery continued without interruption. The customer was informed they would receive a pump with updated software and training available through their tandem source account, and they acknowledged the advice provided.